Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Pt weight: approximated weight. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the left brachial artery was attempted using a proglide device with a 6fr sheath after a percutaneous coronary interventional procedure. Reportedly, the proglide footplate was deployed; however, the plunger would not depress. The footplate was retracted and the proglide was removed. A second proglide device was used to achieve hemostasis. The patient was moving a great deal during closure. Following the procedure, it was noticed that the patient's hand was cold and turning blue. A cut down was performed; a proglide footplate was found in the artery and was removed. It is reportedly possible the first proglide footplate broke off in the artery during retraction; however, it was not confirmed as the device was discarded. The patient is reportedly doing fine. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous medwatch report filed, the following additional information was received: postprocedure the patient complained of numbness, tingling, and cool fingers on the left hand. Bedside ultrasound showed no flow distal to the region of the perclose deployment. Emergent brachial artery exploration was performed for acute limb ischemia of the left upper extremity. A foreign body that appeared to be remnant of the perclose endplate in the lumen of the artery was removed and blood flow was restored. The patient was transferred to recovery in stable condition.